Manufacturer narrative:
Sunrise medical sent a replacement backrest kit to (B)(6) under warranty on 08/22/2013. (B)(6) will be doing the repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Per dealer, called sunrise medical to report a malfunction to the end user's back rest. The dealer reported that the end user was in her wheelchair when one of the backrest brackets snapped. There were no falls or injuries reported due to this malfunction.